Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit went ventilator inoperative with error code message of data acquisition (da) pcba adc reference failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Patient/user involvement: through follow-ups, customer do not get any patient information due to hippa regulations. Resolution and disposition: through follow-ups, customer confirmed that they received the repair kit and replaced the ribbon cable and power board support brace (data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit) to address the reported problem. Customer tested the unit and passed. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.